Manufacturer narrative:
H3: the results of the analysis concluded that the reported fault could not be verified. However, the device was updated to sw v1.6.4. H6: previous code b16, c20 are no longer valid. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cm01, serial/lot #:(B)(6) ubd: UDI#: (B)(4) img code: g02030 h6: previous code d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that electrode 1 and 2 ports on the patient interface box are not functioning. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cm01, serial/lot #: (B)(6), ubd: UDI#: (B)(4) img code: g02030 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.